Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive and cine pcb cables were evaluated and reseated. The sys software and calibrations were also evaluated and reloaded. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.